Event description:
It was reported that the customer had high blood glucose and unable to enter carbs for bolus. Customer blood glucose was 432 mg/dl. Customer has been treating high blood glucose with manual injections. Advised the customer to contact health care provider for set up of bolus information. The bolus wizard was not set up completely. Customer is on steroids and have pneumonia and stated does not want to troubleshoot for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)